Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x component needed to be rebooted. The technician rebooted the system, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported their touch panel connected to their hexavue custom room rack was unresponsive. No report of injury.